Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook saeed multi-band ligator. The user released the first five (5) bands successfully, but the last band failed [to deploy] because the trigger cord was running out (see related MDR 103790-2018-00231). The procedure happened on 02/06/2018. [In a separate procedure] the user changed the multi-band ligator on 03/08/2018 to lot# w4017260. The fifth band release failed [to deploy] (subject of this report). The endoscope body was bent and damaged. The patient had slight hyperemia of esophageal mucosa. Additional information was received on 05/16/2018: the patient had acute hemorrhage of the upper gastrointestinal tract before the procedure, so it is hard to determine if the slight hyperemia of the esophageal mucosa was related to the band release failure. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The user indicated that the procedure was prolonged and that the patient had hyperemia [excess of blood] of the esophageal mucosa due to this occurrence. Additional procedure time without further adverse effects is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this is not considered an intervention. The patient did not require any additional procedures due to this occurrence. The patient had slight hyperemia (excess of blood) of the esophageal mucosa. While the complainant did not specify that any adverse effects required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted. Therefore, this is not considered an serious injury.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook saeed multi-band ligator. The user released the first five (5) bands successfully, but the last band failed [to deploy] because the trigger cord was running out (see related MDR 103790-2018-00231). The procedure happened on (B)(6) 2018. [In a separate procedure] the user changed the multi-band ligator on (B)(6) 2018 to lot# w4017260. The fifth band release failed [to deploy] (subject of this report). The endoscope body was bent and damaged. The patient had slight hyperemia of esophageal mucosa. Additional information was received on 05/16/2018: the patient had acute hemorrhage of the upper gastrointestinal tract before the procedure, so it is hard to determine if the slight hyperemia of the esophageal mucosa was related to the band release failure.